Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'would have unit has downstream pressure too high at 21. 29.' Was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump downstream pressure was too high at 21.29. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.